Event description:
Neonate was receiving IV lipids. The IV pump alarmed, noting an occlusion. Nursing was unable to clear the clog, so the used tubing and filter were discarded and new tubing and filter utilized to complete the infusion. No harm to patient. FDA safety report ID # (B)(4).